Event description:
Customer reported that she inserted a sensor and had a lot of bleeding at site. Customer stated that she had to remove the sensor because it was soaked with blood. Customer stated that the site is not actively bleeding and blood is visible on the sensor connector. Customer inserted the sensor on the left side of abdomen; she inserted while standing up and the sensor was not pulled or tugged. Customer stated that she takes aspirin and this can cause more bleeding. Customer was advised to contact her doctor she experiences repeated bleeding incidents. She also reported that over the night she got a low predicted alert and she stopped the insulin pump; customer was instructed to always check her blood glucose value and make treatment choices based on that reading. Blood glucose value is 187 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.